Event description:
The pt reported experiencing pain and sound quality issues with her device. The pt was seen at the center and two new programs were made. It is reported that the surgeon is considering revision because the implant is too close to the skin. The company is currently in the process of gathering add'l info regarding the pt's skin flap and sound quality issues.